Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Health effect - (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ red particles on the surface of the shell. ¿ crease fold observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.